Manufacturer narrative:
Patient initials and pump serial number were requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing renal dysfunction on (B)(6) 2022 with elevated creatinine. It was noted that the patient had a history of grade 2 chronic renal disease. Acute renal dysfunction resolved on (B)(6) 2022. The patient also went into shock following left ventricular assist device (lvad) implant and was started on norepinephrine, epinephrine, and vasopressin. Flolan was also started at the time of implant. Vasopressin was stopped on (B)(6) 2022 at 5:04 pm and norepinephrine was stopped (B)(6) 2022. Milrinone was restarted on (B)(6) 2022. An amiodarone drip was started prior to lvad implant for pre-operation atrial fibrillation (af). On (B)(6) 2022 the patient went into af again and was given an amiodarone bolus. The patient was also exhibiting signs of respiratory failure. An endotracheal tube (ett) was inserted for vad implant but weening had not been successful as of (B)(6) 2022. Respiratory washing grew yeast though blood cultures were negative. Cefepime was started on (B)(6) 2022 and a single dose of vancomycin was given. The patient also failed a spontaneous breathing trial on (B)(6) 2022. After extubating at 3:25 pm, the patient was transitioned to high-flow bilevel positive airway pressure (bipap). A chest x-ray showed possible edema vs infection or pneumonia. Arrhythmia had resolved without sequelae on (B)(6) 2022. An abdominal x-ray on (B)(6) 2022 was suggestive of ileus though an abdominal x-ray on (B)(6) 2022 showed normal gas pattern.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), cardiac arrhythmia, and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05may2022. No further information was provided. The manufacturer is closing the file on this event.